Event description:
It was reported that the patient's right ventricular (rv) lead had unstable and elevated thresholds as well as undersensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.